Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a left anterior descending de novo artery that was 95% stenosed. Pre-dilatation was performed with a 1.5x12mm non-abbott balloon at 12 and 14 atmospheres (atm). Then a 3.0x15mm xience prime stent was implanted without issue. Post-dilatation was performed with a 3.0x12mm nc balloon at 14 and 16 atm. It was then noted that a distal edge dissection occurred. A 3.0x18mm xience prime stent was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.